Event description:
Additional information was received that the left ventricular (lv) lead was explanted and replaced to resolve the event.

Event description:
During an in-clinic follow-up, failure to capture was observed on the left ventricular (lv) lead. The cause of the event was due to dislodgement which was confirmed with diagnostic imaging. The device was reprogrammed to deactivate the lv lead to resolve the event. The patient was stable.